Event description:
According to the complaint, blood sprayed from a hole in the sampler. The nurse was not in contact with the blood.

Manufacturer narrative:
Investigation has identified that the root cause is a manufacturing error related to the labeling assembly in the production. Radiometer medical aps considers this case closed.